Manufacturer narrative:
Device replacement was recommended. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device decreased in estimated longevity from 16 years to 3 years between follow-ups. Boston scientific technical services (ts) and engineering confirmed the device suddenly went to a high power consumption state. It was confirmed the estimated longevity was accurate based on the high power consumption. Ts indicated the device was malfunctioning and recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.